Manufacturer narrative:
One probe was received with no tip protectors, in a bag with the tubing cut and no radio frequency identification (rfid) connector. The sample was visually inspected and found to be non-conforming with the needle broken at the port, orange/brown foreign material on the port face, and the needle bent, confirming the received condition of the probe. The probe sample was disassembled and the components inspected. The degree of wear was unable to be determined as the inner cutter broke while trying to extract it from the needle. A photo of the product is attached to the parent file and has been reviewed by the investigation site. The area in which the reported event occurred (tip of the needle) cannot be seen clearly in the photo, therefore a confirmation of the reported event cannot be made from the photo provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation also indicated that the probe needle was bent. How and when the needle became bent and the tip became broken cannot be determined from the evaluation performed and a root cause cannot be identified. The exact root cause of the bent needle and broken needle tip could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a piece of vitrectome that had fallen into the patient's eye during vitrectomy surgery. The material has been set aside. There was no patient harm. Additional information was provided that there were no consequences, the foreign body was removed without difficulty. The surgery was completed without any problems.